Manufacturer narrative:
Film evaluation summary: CT¿s from 74, 78, 81 months (just prior to explant) were returned. Pre-implant and earlier post-implant films were not available for return, and the initial aaa anatomy and stent graft in-vivo configuration could not be assessed. The films during this most recent 7-month interval confirmed an increase of aaa size from 58 x 47mm to 62 x 56mm. An endoleak was initially seen at 81 months just prior to the explant which appeared to have been a type iii fabric endoleak. This area of contrast was observed along the left side of the stent graft near the level of the flow divider, and appeared potentially continuous to contrast observed along the anterior of the contra limb near the flow divider. All CT¿s returned noted calcification which appeared to be in contact with the stent graft near the flow divider and contra limb origin, and near the observed endoleak/contrast. The reported aneurysm enlargement and endoleak seen during the explant were confirmed from the films returned. The exact cause and source of the endoleak could not be determined; however, this appears most likely to have been a type iiib fabric endoleak. It is possible that fabric abrasion due to calcification seen near the flow divider during follow-up CT¿s, which appeared to be in contact with the stent graft near the observed contrast, was the most likely cause of the type iiib endoleak, which then led to the aaa expansion. A 20 minute video recorded during portions of the laparotomy and open repair was also returned for review. The video showed the bifurcate just above the level of the flow divider and a 3 stent graft length of both the ipsi/right and contra/left limbs. Fresh blood was seen within the exposed aneurysm sac surrounding the stent graft, and pulsatile blood was observed coming from the bifurcate near the contra limb origin. Upon further physician interrogation, blood was confirmed to be coming from what appeared to be a fabric tear located between the 4th and 5th covered stent of the bifurcate aortic body, on the patients lateral-left side aligned with the contra limb origin. The physician then proceeded to cut out this section of the bifurcate and the 1 ¿ 2 ring section of the bifurcate aortic body containing the observed hole was removed from the patient. A more detailed view of this section of the bifurcate noted a single hole of ~1mm diameter; no other clear fabric tears or other issues were observed in the video. Product evaluation summary: the stent graft was returned transected into 12 pieces. Only the right limb extension #2 was returned intact. The bifurcate was returned transected at the flow divider and origin of both the ipsilateral and contra limbs, and a 2-stent length section of the aortic body was returned transected between rings 3,4. The proximal aortic body and suprarenal stents were not returned and were assumed to have been left in the patient. Both the ipsi and contra extensions (2 each) were returned overlapped, and had been detached from the bifurcate ipsi limb and contra gate. The distal 2-stent length of contra extension #2 was also not returned. Examination of the returned devices re-confirmed the hole seen in the video. The hole measured 1.0 mm² and was positioned on the lateral-left side of the bifurcate between stent rings #4, 5, and was approximately aligned with the contra gate ring marker. A tear of ~1.25 mm² size was also seen 3 mm¿s distal to the tear observed in the video, which at the time of the open repair appeared to have been covered by thrombus and therefore was not a visible (or a source of a fabric leak) during the laparotomy. The exact cause of the tears is unknown, but appeared most likely to have been abrasion related. A small abrasion tear of 0.3 mm² size was also observed near the mid-length of the right extension #1, which per the returned films would have been near the bifurcation of the right coiled internal external iliac. With the exception of the multiple excision fabric and suture cuts occurring during the open repair, no other device integrity issues were observed. From the examination of the returned devices and clinical information provided, the exact cause of the reported increasing aaa size could not be determined. However, it appears that the type iii fabric endoleak seen on the CT¿s prior to the explant, which most likely was coming from the same hole seen during the laparotomy and later confirmed during this explant examination, contributed to the aaa expansion. The cause of the hole was most likely from external abrasion of the stent graft fabric due to aortic calcification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Perforation in the stent graft limb was suspected. A laparotomy was performed with explant approximately seven years post the index procedure. Per the physician the cause of the aneurysm enlargement was due to suspected perforation of the stent graft.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan on an unknown date showed aneurysm enlargement. An explant was carried out on an unknown date and a prosthesis implanted in the patient. Upon removal of the device it was reported that there was a perforation in the stent graft limb. As per the physician, the cause of the event was due to wear of the stent graft limb. No additional clinical sequelae were reported and the patient is fine.